Event description:
International affiliate reported that the device failed to drain after surgery. Exudate pooled in the wound area and swelling was observed. The pt had a fever for ten days after surgery. It was reported that the exudate was absorbed by gauze and antibiotic was administered to the pt as treatment. The reservoir and the drain tube were removed from the pt because drainage did not occur.